Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during the attempt to implant the subject device, an existing ventricular lead could not be properly connected. Specifically, it was indicated that the lead was fully inserted and the set-screw was tightened, which resulted in the clicking of the associated screwdriver's torque relief function. When a pull test was applied to the lead, it could be removed. Following loosening of the set-screw subsequent attempts to connect the lead resulted in the same outcome. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported that during the attempt to implant the subject device, an existing ventricular lead could not be properly connected. Specifically, it was indicated that the lead was fully inserted and the set-screw was tightened, which resulted in the clicking of the associated screwdriver's torque relief function. When a pull test was applied to the lead, it could be removed. Following loosening of the set-screw subsequent attempts to connect the lead resulted in the same outcome. Another pacemaker was subsequently implanted instead.